Event description:
It was reported that during a training session, when the shock button was pressed to deliver defibrillation energy, the device locked up and would not power off. The batteries had to be removed for the device to power off. Once the device powered back on, it functioned normally.there was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control further evaluated the device in the failure analysis center and was still unable to verify or duplicate the reported failure. Proper device operation was observed through functional and performance testing and the device has been returned to the customer for use.

Manufacturer narrative:
(B)(4): physio-control performed an evaluation of the device and has been unable to duplicate the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
It was reported that during a training session, when the shock button was pressed to deliver defibrillation energy, the device locked up and would not power off. The batteries had to be removed for the device to power off. Once the device powered back on, it functioned normally. There was no patient use associated with the reported failure.